Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a known high threshold measurement. It was noted that the rv lead had a loss of capture and threshold measurements were fluctuating earlier within the year per lead trending. The thresholds have been consistently high for over two weeks. It was also noted that an unstable rv lead could cause pauses during test of the device feature that monitors the pacing amplitude threshold and adjust. It was further reported that the right atrial (ra) lead had a unipolar lead impedance warning due to low impedance measurement. Both leads remain in use. No further patient complications have been reportedas a result of this event.